Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer stated when she went to remove a click tampon that the string pulled out and only the inside cotton like part came out when the string did. Part of the outside of the pledget stuck inside of her. She feels confident that she removed all pieces.